Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubex application was frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubex application was frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the cubex application froze. A technical support specialist (tss) contacted the customer and coordinated an on-site troubleshooting session during cycle counting to attempt to recreate the reported behavior. Tss reviewed prior case calls, and no usable examples or errors were identified. Tss reviewed event viewer (ev) messages, ran mu, and changed the system reboot time. Tss applied windows updates, and tss completed cycle count testing on drawers 04 and 05 without any freezes or failures. Tss cycle counted the remaining cubie drawers without recreating the issue, and tss noted one potentially bad cubie at bin 07 17 position 18 with medication. Tss advised the customer to reference the case number if the freezing event recurred, and tss completed follow-up with no reported recurrence before the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubex app frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.